Event description:
A cartridge change error was reported as the pump did not recognize the cartridge. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the pump's return was awaited for further inspection.